Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During the processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to establish communication and the charger was unable to locate the ipg as well due to the device not being charged. An error message was confirmed showing the programmer error message. A surgical intervention is anticipated in the near future. No additional information is available at this time.